Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on(B)(6)2018, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. Additional information received: the patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. The patient had a revision right knee on (B)(6)2024. Pre/post op diagnosis: right knee failed total knee replacement, right knee polyethylene wear/implant recall, right knee synovitis. Procedure: revision right total knee replacement. Clinical history: patient presents with a painful right knee replacement. The patient was noted have an exactech knee replacement that was recalled. Procedural notes: knee joint was exposed. There was extensive synovitis and very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be some wear of the liner. The femoral component was noted to be well fixed, and it was removed. There was significant fibrous tissue beneath it marked osteolysis centrally. There was no evidence of infection grossly although multiple specimens were sent to pathology. The tibia prosthesis is noted to be well fixed and then removed. The tibia was sized, and tibial revision baseplate trial was then sized with appropriate tibial stem and impacted into the tibia, attention is turned to the femur. Femur was reamed and sized. Lateral and medial posterior synovitis and scar tissue as well as any posterior osteophytes were the removed. Trials were impacted into the femur and the knee was taken through range of motion and was noted to be markedly stable throughout the arc of motion. The patella was noted to be well fixed but there was some wear on the patella and an old bony fragment inferiorly. Patella component was removed there was some osteolysis of the remaining patella that was debrided. Trial patella was inserted, and the knee once again taken through range of motion and the knee was stable with excellent patellar tracking through range of motion. All trials removed; finals cemented in place. Patient was transferred to recovery in stable condition. Left knee revision reported under 1038671-2024-03839.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. B3: corrected. H6: corrected component, and investigation clinical codes.